Manufacturer narrative:
Complaint conclusion: as reported, the tip of a pgw 0.018in sv guidewire separated from its main body in the p1 region near the popliteal artery. The physician then placed a stent to hold the tip of the guidewire against the vessel wall to prevent the tip from embolizing. The procedure was a recanalization of the lower limb. Attempts to gather further information were unsuccessful. The product was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product went through final inspection testing at lake region medical and was determined to be acceptable. Referencing the product instructions for use (IFU), guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for bends or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Based on the limited information provided, and without films of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
It was reported that the tip of a pgw 0.018in sv guidewire got loose from its main body in the p1 region near the popliteal artery. The physician then placed a stent to hold the tip of the guidewire against the vessel to prevent the tip from moving into the bloodstream. The procedure was a recanalization of the lower limb. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). (B)(6). The product was not yet returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.